Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the duodenovideoscope exhibited foreign material in the channel tube. There were no reports of patient involvement or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8 and e1 (all information must be removed and replaced only by "olympus" in "establishment name"). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. Physical damage at location where foreign material detected: none. The event can be detected/prevented by following the instructions for use: - inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.